Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged, tubing kinked, component damage - leak, flow issues - fluid blockage, and connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: some of the nurses in preop are having difficulty with the new j-loops that are very difficult to undo from the tubing. Also, the tubing gets tangled easily causing kinks. Has anyone else had this issue. Additional info: 1. End of j loop- some break, leak, cannot cap off, luer slip not stablized, will not flush.